Event description:
It was reported that during a cori assisted tka surgery, surgeon said it looked like it was airballing even though they were two clicks into the notch warning. Surgeon was painting thoroughly on the anterior cortex both medially and laterally directly with the tip of the point probe (he might have been a bit posterior on his tibial point collection). The procedure was completed, without delay, using the same device. There was not any additional or unintended cuts performed (cuts were to plan). Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. The reported complaint describes the femur implant as ¿airballing¿ while notching. Airballing is a gap between the anterior flange of the implant and the anterior aspect of the bone. Screenshot review confirmed the notching, however the implant planning screens could not show the implant airballing due to the orientation of the femur model. Although the airballing could not be confirmed in screenshot review, contributing factors that could lead to airballing while notching in implant planning could be due to the following implant positions: the implant is moved superior and posterior with significant extension. The implant is moved superior and posterior with significant rotation. The implant is moved superior and posterior with both significant extension and rotation. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.